Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on 22 march 2018, a warning message was displayed stating that the device was re-initialized two times, and that the last reset date was august 2017. Preliminary analysis results revealed that only one reset was recorded and occurred on (B)(6) 2017. The reset was related to the detection of corrupted data in the device memory. The root cause of the corruption could not be identified with certainty, but it most probably resulted from an external interference.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a warning message was displayed stating that the device was re-initialized two times, and that the last reset date was (B)(6) 2017. Preliminary analysis results revealed that only one reset was recorded and occurred on (B)(6) 2017. The reset was related to the detection of corrupted data in the device memory. The root cause of the corruption could not be identified with certainty, but it most probably resulted from an external interference.